Event description:
In this event it was reported that a pair of palodent plus forceps broke.

Manufacturer narrative:
The event outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted. While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.